Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient received a blood glucose result of hi mg/dl (which indicates a result in excess of 600 mg/dl) on the aviva combo system. The patient experienced elevated blood glucose symptoms of confusion, vomiting, and fainted. The patient was transported to the hospital. The blood glucose results obtained at the hospital were not provided. The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin infusion. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.